Event description:
It was reported that this lead was an attempted implant as the physician pushed the ez-4 connector tool with extra force, which resulted in insulation damage and possible fracture. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this lead was an attempted implant as the physician pushed the ez-4 connector tool with extra force, which resulted in insulation damage and possible fracture. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned, and visual inspection found the insulation was torn at approximately 310 millimeters (mm) from the terminal end, and the rs coil was deformed at approximately 330 mm from the terminal end. Additionally, it was observed that the lead was twisted at approximately 75 mm form the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead insulation damage allegation was confirmed based on visual inspection, but no evidence of a conductor fracture was found upon detailed analysis and confirmation of the lead being electrically continuous. It is believed that the lead was damaged during the implant procedure, and unintended use error may have caused or contributed to the event.